Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaints reported were unable to be confirmed as neither the complaint device nor applicable imagery was provided. Engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Due to unavailability of work order information, review of the DHR and lot history was not performed. Additionally, a review of the IFU and training manuals revealed no deficiencies. The complaint description states, 26 mm sapien 3 ultra resilia valve in a pre-existing surgical valve, during deployment of the commander delivery system balloon ruptured, the valve was fully deployed. The delivery system was removed from the right common femoral artery by surgical cutdown. Patient anatomy was not provided. The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume, and previous implanted valve). While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, interaction with rigid calcium nodules or the pre-existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Review of available information suggests that patient factors (pre-existing valve) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, regarding implant of a 26mm sapien 3 ultra resilia valve in a pre-existing surgical valve, during deployment the commander delivery system balloon ruptured. The delivery system was removed from the right common femoral artery by surgical cutdown. No serious injury occurred. No significant blood loss. Successful aortic valve in valve.